Manufacturer narrative:
(B)(4).

Event description:
The physician stated that the patient had issues at their arterial cutdown site that attributed to the limb issues. The physician stated that the incident appears to be procedure related.

Event description:
An endurant ii stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that the patient learned that a complication involving a left side collapse had occurred and that blood was not adequately getting to the left side as it should be and that the physician wanted to perform a bypass from the right side to the left to remedy this. The patient didn¿t want another surgery to occur immediately as they had just had the initial surgery the day before and asked about other options. The patient wasn¿t able to confirm what portion of the graft had collapsed but noted the they had been told it was involving the left side. A cat scan was performed on the and confirmed that the blood flow was not correct through the device. The patient also mentioned that there was a blood clot was forming/formed on some portion of the graft (no specific details provided). This patient had severe iliac disease bilaterally. The physician pta'd the patient's common iliac arteries post endurant graft placement with 10x4 angioplasty balloons. The patient also had very poor outflow because of small external iliac arteries . This limb occlusion has nothing to do with the graft but due to the patient's significant iliac disease.